Event description:
It was reported during use that iab units distal marker misalligned and located up near the proximal marker. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limits: e1 initial reporter: manager : (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation conclusions), h11. Complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11 reference ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d8 the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the sheath and catheter. The returned non-maquet sheath was over the catheter tubing. Four kink was observed on the catheter tubing approximately 76.2cm, 74.7cm, 73.4cm and 41.9cm away from iab tip. Visual examination confirmed that the rear tantalum marker was found detached from the inner lumen and misplaced near the iab tip. The evaluation confirmed the reported problem. The root cause of the reported failure ¿marker misaligned¿ was the tantalum marker not adhered to the inner lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint record ID # (B)(4).